Event description:
It was reported that during a stent placement procedure in the superficial femoral artery, the tip allegedly got broken. It was further reported that the broken tip part allegedly got stuck on the balloon shaft while pulling it out. Reportedly, the deployment system allegedly had difficulty upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reported has been deployed inside patient. The inner catheter cardan tube is broken at the distal end and a short segment of the cardan tube proximal of the tip is missing. The inner catheter cardan tube is also broken in the mid section where the system is heavily deformed with compressive crinkles. The investigation leads to confirmed result for break and detachment of the inner catheter cardan tube, and deformation of the system in the mid section. The vessel was not tortuous but calcified, the lesion was pre-dilated, and the user did not experience difficult advancing the system to the lesion through the 6f introducer. During deployment action the system was correctly held at the stability sheath, and the stent could be deployed without difficulty. High friction/ resistance was felt when the system was removed from the patient. Based on the information available a definite root cause could not be identified. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter deformation in the mid section, and break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. Under materials required, the instructions for use states: '5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. The instructions for use further state: 'visually confirm the delivery system integrity after removal'. Holding and handling of the system throughout deployment was found sufficiently described. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery, the tip allegedly got broken. It was further reported that the broken tip part got stuck on the balloon shaft while pulling it out. Reportedly, the deployment system allegedly had difficulty upon removal. There was no reported patient injury.